Event description:
Customer reported the insulin pump alarmed button error. Customer's blood glucose was 57 mg/dl, treated by drinking orange juice. Customer stated the she woke up in the middle of the night due to low blood glucose and the device alarmed button error. Customer does not recall any significant event that may have caused the device to alarm. Customer was advised to discontinue use of the device and revert to back up plan. No further information reported.

Manufacturer narrative:
The insulin pump received with unresponsive buttons and button error alarm due to corroded keypad traces. Unable to verify low blood glucose value due to keypad anomaly. The insulin pump had cracked display window corner and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.